Event description:
Facility reports that two personal care aids were transferring a resident back to bed, the lift was elevated and when the resident was over the bed, the arm released, dropping the resident onto the bed. No injuries were reported.

Manufacturer narrative:
Manufacturer was recently informed of alleged malfunction of the uno 102ee. No additional info has been received regarding this alleged incident. MDR is being filed due to possibility of product malfunction.